Event description:
It was reported that the hollister anchorfast endotracheal tube fastener's clamp broke free from the track, resulting in an unplanned extubation, and subsequent reintubation of the patient was needed. It was reported that the specific lot number and other identifying details of the device are unknown; however, the device had been placed six days prior to the event and had not exhibited any issues before this issue. It was reported that the device was discarded by the ICU nurse following the incident.

Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A DHR review was not possible because lot number was not provided. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A root cause could not be determined. Hollister will continue to monitor this reported issue. Only the di portion of the UDI is known because the lot number was not provided.